Event description:
It was reported that vessel dissection and tip detachment occurred. A 300 cm pt²¿ guide wire was advanced to the lesion. It was noted that the tip of the wire broke while maneuvering through a tortuous vessel. The tip remained in patient's vessel in a false lumen of vessel dissection. The procedure was completed with a different device. No patient complications reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has distal end damage, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents distal tip bent and detached exposing the corewire. No evidence corewire fracture was found. All the external outer diameter measurements were taken and all of them met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that vessel dissection and tip detachment occurred. A 300 cm pt²¿ guide wire was advanced to the lesion. It was noted that the tip of the wire broke while maneuvering through a tortuous vessel. The tip remained in patient's vessel in a false lumen of vessel dissection. The procedure was completed with a different device. No patient complications reported and the patient's status was fine.